Event description:
Asr revision; asr xl - left; reason for revision: alval / soft tissue reaction.

Event description:
The right hip of the patient was revised, as opposed to the left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction. Update-updated hospital taken from claimsuite email dated 9th october 2012. Update - changed hip side taken from claimsuite dated 30th april 2013. Right- not left as stated previously. Update - updated the original implant date. Taken from claimsuite dated 20th april 2015. - ab on 21st april 2015. Surgery date: (B)(6) 2006.